Event description:
It was reported that the pt could hear unpleasant noises and that for some period of time, she no longer had any auditory sensation. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted and has been returned to MFR, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.